Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia when the device entered bg run mode without manual blood glucose entry and insulin delivery stopped, followed by difficulty pairing the dexcom g7 cgm until guided troubleshooting enabled reconnection and manual bg entry; highest reported bg was 600 mg/dl with prolonged elevation and device alerts for severe hyperglycemia. Symptoms included hyperglycemia without reported loss of consciousness, dka, or other acute complications. Outcomes included no hospitalization, no medical intervention, no backup therapy, and no ketone testing, with subsequent improvement in bg as it declined to 426 mg/dl after actions taken. Investigation included customer service troubleshooting, device restart, sensor type verification, and re-entry of the cgm pairing code, along with education on manual bg entry and bg run mode reset. Investigation of this case revealed that cgm pairing failure and lack of manual bg entry resulted in suspended insulin delivery in bg run mode, with resolution after proper cgm pairing and bg entry; the ilet functioned as designed once inputs were restored. It was concluded, based on previously established findings for similar reports, that user interaction and cgm connectivity issues were the most probable causes.